Event description:
A 26mm amplatzer septal occluder (aso) was implanted in a (B)(6) female with "no or a very small aortic rim". Eight months post-implant, the patient experienced severe pain, and was admitted to the hospital. The patient had low blood pressure and tachycardia. A transthoracic echocardiogram (tte) revealed a pericardial effusion and pericardiocentesis was performed draining 250ml of blood. The aso was surgically explanted with a patch closure of the defect. Surgery revealed 1.5cm perforation of the right atrial roof and the aortic root.

Manufacturer narrative:
Although this event occurred prior to us approval, this report is being submitted in response to the FDA's request on (B)(6) 2011. This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.